Event description:
It was reported that the patient presented to the hospital with a heart rate of 40 beats per minute. The pulse generator exhibited loss of output and premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.